Event description:
The doctor claims that several days following the implant the patient developed a fever of 37.5 degrees c to 38 degrees c. The fever lasted for one month. The patient is doing well. Note: the exact date the fever began is unk at this time and is being reported as the procedure date for reporting purposes only.